Event description:
Two mm laceration of right eyelid of newborn discovered upon c-section delivery. Oculoplastic surgeon consulted; antibiotic drops ordered. If cosmetic defect repair at age 6 months - 1 year. Recommended due to least anesthetic risk.